Manufacturer narrative:
Other, other text: additional information is provided in d.10., h.2., h.3., and h.6. The bottom case was damaged (cracked) due to the customer mishandling the device. Functional testing was conducted; however, we were unable to duplicate the customer's complaint. The cause for this event is unknown. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device exhibited a plunger coarse error and is damaged. No adverse patient effects were reported by the customer.